Manufacturer narrative:
One device was returned for repair. Review of event log found error code 46510. No relevant service history was found. Visual/functional testing was performed. Found error code 46510. Also found the upstream occlusion (uso) seal was buckled. Replaced the printed wire assembly (pwa) board and occlusion seal. Device passed all testing criteria post repair.

Event description:
One device was returned for repair. Analysis of device found error code 46510 and a buckled upstream occlusion (uso) seal. There was no patient involvement, and no patient harm reported.